Event description:
The customer reported via phone call that he had a no delivery alarm when he went to administer a dose of insulin for his meal. Customer declined troubleshooting for the no delivery alarm. Customer changed out his set yesterday and stated that the reservoir was not hard to push, but it seemed a little harder. Customer's blood glucose was 80 mg/dl. Customer does not want to return the set or reservoir for analysis. Customer was able to resume the pump and stated that the pump was working fine now. Customer was advised to do a set change and call back if the alarm recurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.